Event description:
It was reported that the pump's usb port and usb cable were damaged resulting in difficulties charging the pump. The customer's blood glucose level was 104 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.